Event description:
During a visit to the hosp, the sterile processing department showed maquet's territory manager sales rep a scope that had a very foggy image. When the maquet rep looked through the scope, it was foggy and he could not see anything. The sterile processing staff stated that they let the scope sit an dry out; yet, the image was still foggy. The scope was not used in a procedure when the reported failure was discovered. There was no pt involvement. The hosp stated that they are following the IFU recommended sterilization technique.

Manufacturer narrative:
Investigation results: maquet cardiovascular rec'd the product on 05/19/2009. The initial visual inspection showed that the scope distal window was damaged, there were scratches on the tube shaft, and the optic was compromised. The scope was shipped to the OEM, scholly fiberoptics, on 05/26/2009 for further investigation. A supplemental report will be submitted when the investigation results are rec'd from scholly fiberoptics.